Event description:
Customer initially reported that their abbott diabetes care device displayed an error message while scanning. The product was returned and investigated for the error message issue, however during investigation the external burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and black clouding and a deformed sensor casing was observed. The sensor was unable to be scanned with approved software. The sensor was sent for further investigation. Additional visual inspection was performed and burn marks to the sensor casing was observed, along with black soot from within the sensor housing. The sensor was de-cased and internal visual inspection was performed. Burn marks were observed on the sensor casing, pcba (printed circuit board assembly) and components. An additional aattempt to scan the sensor was made, however the observed damage prevented the sensor to scan or perform additional testing. Visual inspection was performed on the returned sensor battery. The battery was found to be intact and no damage was observed. The returned battery was measured at 0.36v which is not within specification of (1.45v-1.65v). The observed sensor damage is consistent with being exposed to an electromagnetic radiation source such as a microwave oven. Abbott diabetes care's battery cannot produce enough current to cause thie observed damage. It has been determined that the sensor was subjected to external power during use therefore, the issue is not confirmed to a user issue. The issue is not confirmed. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.